Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the fingers of the instrument would not close. Subsequently, the surgeon could not remove the device. A laparotomy was performed to remove the instrument. The hospital has reported that the patient's condition is satisfactory.